Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while on antrum of the stomach, the adapter was making sound when firing. It was also reported that the knife blade assembly would not retract and jaws were locked on tissue. Manual retraction tool was used to removed the instrument from the tissue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the adapter came back with a reload attached to it. The reload's jaws were fully opened and the reload was partially fired to the 2 cm cut line. The blue button was in its home position and could be fully depressed. There was no observed damage to the exterior adapter housing. Functionally, when trying to connect the adapter to a representative test handle, the adapter would not be recognized at all. There were no external visual defects. The adapter was connected to gen2 acc. The adapter log showed the error message: crc is bad. The reload was able to be removed without issues. A review of the system logs showed that the one wire secret address had been lost. It was reported that the jaws of the device remained closed on tissue after firing, after firing the device, there was resistance while attempting to retract the knife, and the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while on antrum of the stomach, the device fired, however, the knife blade assembly would not retract and jaws were locked on tissue. Manual retraction tool was used to removed the instrument from the tissue. There was no patient injury.